Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: during investigation, the pump powered on to a dim orange display. Unrelated to the original complaint, visible moisture was found on the display. Moisture corrosion was found on the battery compartment. A crack in the battery compartment was found above and below the grip pad. A leak test was performed and failed due to the crack in the battery compartment. The pump was opened to find moisture corrosion on the battery compartment and motor housing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.